Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After trunk-ipsilateral leg and contralateral leg components were successfully deployed, it was decided to implant an aortic extender component (pla280300j/15597684) proximal to the trunk-ipsilateral leg component. While the aortic extender component was being deployed, it moved proximally from the intended position, partially covering the left renal artery. A bare-metal stent was placed in the left renal artery to restore blood flow. The patient tolerated the procedure.